Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's blood glucose was high but the insulin pump failed to alarm. The customer was hospitalized and their blood glucose had since become normal. No further details were provided regarding the incident. The insulin pump was not returned for analysis.